Event description:
It was reported that when using the pyxis medstation es system, it was not powering on the emergency department. The customer tried to unplug,replug and check all the cables and test whether there was power from the outlet but the station itself was not powering on. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer instructed the pharmacist to power down the device and perform basic pyxisbus troubleshooting. A field service engineer eventually bypassed the auxiliary unit and the station booted and all main drawers, tower doors and remote manager became operational. The system functioned as intended after the field service engineer troubleshooted the device.